Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that continuous glucose monitor (cgm) high alerts intermittently did not enunciate as expected. The customer¿s blood glucose level was 360-361. Reportedly, the customer continued to use the pump for insulin therapy.